Event description:
Report states fast flow, infusion lasted 19 or 20 hrs. No pt injury occurred and no medical intervention required. Device contained fluorouracil of unk concentration and ns for a total fill volume of 240ml. No other info provided.